Manufacturer narrative:
The customer reported that the upper light source turned black and switched off during a surgical procedure. No system messages were displayed. The surgeon used the lower light source to complete the procedure. Additional information was received and stated "during a vitrectomy, the lamp fell out without any warning in advance. Normally, the system gives a warning in advance repeatedly that the lamp needs to be replaced so it can be anticipated and the connections can be switched in a secure way.¿ the incident date was (B)(6)2016. The event occurred during a vitrectomy. The patient was a (B)(6) old male. No patient harm was reported. The operator¿s manual includes a warning: good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. The system event log noted the system messages. The system communicates information to the user through the display of system messages which are displayed and described to the user as faults, errors, advisories or system information. These terms are used to classify the level of response required to ensure fail-safe operation of the system. The presentation of a system message alone does not indicate that a malfunction has occurred. System messages typically occur when the system detects a condition that is not met but is required for the system to continue. System messages and associated actions are intended functions presented as a precursor to mitigate an unanticipated condition. The system was examined and the reported event was confirmed (via event logs). The tabletop (tt) illuminator was ordered for the customer, but has yet to be installed. The other system functions were tested and found to meet product specifications. The company representative confirmed that the customer has an auxiliary illuminator module that is operating within specification to provide illumination and can be used until the replacement parts can be delivered. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 13, 2009. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator and a lamp was received for evaluation.. A visual assessment of the returned sample revealed no obvious nonconformity. The sample lamp was installed into the sample tabletop illuminator and both were installed into a calibrated constellation system for functional testing. The lamp and the module were found to meet specifications. The returned samples were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The operator¿s manual includes a warning: good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. The system event log noted the system messages. The system communicates information to the user through the display of system messages which are displayed and described to the user as faults, errors, advisories or system information. These terms are used to classify the level of response required to ensure fail-safe operation of the system. The presentation of a system message alone does not indicate that a malfunction has occurred. System messages typically occur when the system detects a condition that is not met but is required for the system to continue. System messages and associated actions are intended functions presented as a precursor to mitigate an unanticipated condition. The system was examined and the reported event was confirmed (via event logs). The tabletop (tt) illuminator was ordered for the customer, but has yet to be installed. The other system functions were tested and found to meet product specifications. The company representative confirmed that the customer has an auxiliary illuminator module that is operating within specification to provide illumination and can be used until the replacement parts can be delivered. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 13, 2009. Based on qa assessment, the product met specifications at the time of release. Due to the fact that the part has not yet been replaced or returned for evaluation, the root cause cannot be determined conclusively. (B)(4).

Event description:
Additional information was provided by the reporter. The lamp fell out without any system message displayed during a vitrectomy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the upper light source turned black and switched off during a surgical procedure. No system messages were displayed. The surgeon used the lower light source to complete the procedure.additional information has been requested but not received to date.